Event description:
It was reported that an 82-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The large pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was compressions, and they had difficulty extracting fluid. This adverse event was discovered during use of biosense webster products. The physician¿s unsure of the cause of this adverse event. Intervention provided was pericardiocentesis and surgical intervention. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event due to intervention. A smartablate generator was used in the event with the correct catheter settings. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. A transseptal puncture was with a baylis versa cross. Prior to noting the pericardial effusion ablation was performed. There was no evidence of steam pop. The event occurred in the late ablation phase. Pvi completed, posterior wall isolation completed, during anterior mitral ablation. An irrigated catheter was used in the event, the flow setting was 15ml. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, parameters for stability used were range: 3, time: 3 and tag size: 3. There were no additional filters used with the visitag. Index color option was used prospectively.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This medwatch report was initially submitted on (B)(6) 2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket csh-28330 for additional details. Manufacturer's ref. # (B)(4).